Event description:
During a case with a pt positioned on a b810 surgical table, the primary hand pendant failed. Reportedly, any button pressed resulted in the downward movement of the back section. The sections move slowly so the hosp personnel repeatedly tried to operate the primary hand pendant after the initial malfunction which resulted in the back section being lowered to a point that could have compromised the pt's safety. The labeling states that if the primary hand pendant fails then the auxillary pendant should be utilized.